Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) was triggered for the right ventricular (rv) lead due to high thresholds, high superior vena cava (svc) coil impedance, oversensing noise, and sensing integrity counter (sic). A possible rv lead fracture is suspected. The rv lead was programmed off and is scheduled to be explanted and replaced. No patient complications have been reported as a result of this event.